Event description:
It was reported that a malfunction occurred with the customer's pump, displaying malfunction code 1. There was no specific information on the impact on the customer's blood glucose level, as it was unknown whether it exceeded 500 mg/dl. To address the issue, tandem technical support arranged for a replacement pump to be sent. The customer reverted to an alternate method of insulin therapy.